Event description:
Allegedly the front suction cups slipped, causing lift to slip and (B)(6) to fall. The paramedic/fire department was called to remove (B)(6) from the tub. No serious injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model h605, serial number/date code is unknown. The user manual part number 1167607 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(6) and weight is unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(6) - follow-up #001 - initial (B)(6) issued mfg report #3007231105-2011-000002 with the reportable event as a malfunction. Recent updates indicate the reportable event as a serious injury as the consumer suffered two broken rib. The consumer is paralyzed on the left side and has edema in her legs due to an earlier stroke. RMA 859750371-l has been initiated for this issue. Model h605, serial number/date code is (B)(4). The user manual part number 1167607 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is paralyzed on the left side and has edema in her legs. Her medication regimen is unknown . The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history received indicated that the lift had not been charged after every use as indicated in the owner's manual.

Event description:
Allegedly the front suction cups slipped, causing lift to slip and mrs. (B)(6) to fall. The paramedic/fire department was called to remove mrs. Jones from the tub. No serious injury is alleged.